Manufacturer narrative:
Product analysis: analysis was performed and found that there was a backlight connector issue on the main printed circuit board (pcb). The hanger assembly and upper case were broken. The lower case and main world label were damaged. Capacitor c277 was damaged on the main pcb. All found defective parts were replaced and all other identified issues were resolved. The external pulse generator (epg) then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.